Event description:
It was reported that the device was used during a urinary organ procedure, error code 5 was indicated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Detached clamp arm. Evaluation summary: the device was returned with the clamp arm detached. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing.